Event description:
Pt called back because they received the replacement controller from this case, but noted that was the incorrect equipment. Pt noted they were supposed to receive the ac power supply because one of the pins looked burned on the plug end.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(6), product type: programmer, other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745, patient programmer (ptm), (serial number#: (B)(6)) revealed, complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a patient (pt). Regarding an external device.  The reason for call, was patient stated, she lost her controller and rep gave her a used controller, but the controller has been dead for two weeks. Patient stated, she did troubleshooting with the rep today and was told to call ps. Patient services specialist (ps) asked, patient to reset the controller and patient said she did not have the controller with her to troubleshoot. The issue was not resolved. Ps recommend calling ps to troubleshoot the device. Ps had difficulty understanding patient. Pt called back with equipment present and stated, already documented report that their controller battery was dead and would not charge anymore. Pt was rude and would interrupt the ps agent the entire call. And would not listen to ps agent for troubleshoot easily, since they already did it with their rep. Pt noted, their back was killing them. During call, pt removed the controller battery and plugged the controller into the ac power supply. Pt verified, the controller turned on even though the ac power had a green light. Pt put 2 aa batteries into the controller and it would not turn on. Pt noted, when it worked it would take forever to recharge the ins. Pt noted, they had lost their controller and got a replacement. Pt called back, because they received the replacement controller from this case, but noted, that was the incorrect equipment. Pt noted, they were supposed to receive the ac power supply, because one of the pins looked burned on the plug end.

Event description:
Additional information was received. Pt called back and said ever since they had received the replacement controller from 2022 they felt like the connection didn't work well. After time, pt said they used the controller so much that the port had broken about 3 months ago, and they could no longer charge their ins, but now they need an MRI so they need the controller replaced. Pt was hard to understand at times and wasn't answering all questions directly. Agent tried to understand as best they could. Agent understood pt may have said they dropped the controller as well but may have meant the controller had been dropping connection (as they mentioned the connection wasn't working since, they got replacement controller). Pt said the controller also wouldn't take charge from ac power cord and wouldn't turn on, as port was broken. Agent tried to clarify, pt said they had lost and was sent a controller but didn't see this case (agent understood pt may have just gone through sunmed for that replacement in the past). Agent clarified with pt they had been talking about the replacement they got in dec. 2022 being the one they had issues with, which they confirmed. Pt mentioned they hadn't been feeling well. Pt mentioned having a hard time when they last called for assistance. Pt called back because they received the replacement controller from this case, but noted that was the incorrect equipment. Pt noted they were supposed to receive the ac power supply because one of the pins looked burned on the plug end. Agent sent an email to repair.

Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the controller (product ID 97745 serial# (B)(6) found they replaced the main board due to corrosion/liquid damage causing charging /power/connection issues. There was also a broken/cracked lcd, cracked/broken/worn back case, and broken/cracked rtm/power connector support. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.